Event description:
It was reported that the user experienced repeated occlusion alerts with a new batch of infusion sets and related supplies, which resolved after changing to a new batch and moving the infusion site. The user's reported blood glucose was 343 mg/dl. Customer care provided support that included with review of the user¿s supply change process and recommendation to use another lot of supplies. Investigation of this case revealed no observed defects in the supplies per user report and that the occlusion alerts ceased after using a different batch and site. No symptoms associated with high glucose. Outcomes included interruption of insulin delivery and the need for supply change and site change. It was concluded that the event was consistent with an infusion occlusion that resolved with replacement supplies and site relocation.